Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with pacemaker due to intermittent third-degree atrioventricular block and found battery abnormality before discharge on (B)(6) 2019. It was noted that the internal current consumption was too high. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high current usage was confirmed. The pacer was received in backup operation with battery levels at end of life (eol). A longevity calculation was performed and found that battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A latent defect in the integrated circuit was found to be the root cause of the high current drain and premature battery depletion.